Event description:
It was reported that patient had first stage revision hip arthroplasty due to infected thr on (B)(6) 2018 by dr. (B)(6) at (B)(6). Primary procedure was done at (B)(6) by dr. (B)(6) on (B)(6) 2018.

Manufacturer narrative:
The associated complaint devices were not returned. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history on the listed parts and their corresponding batches revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.